Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the contact noted air bubbles in the luer lock. The customers blood glucose level was not impacted. As tandem technical support was not contacted at the time of the reported issue, troubleshooting was not performed. The customer was instructed on how to expel air bubbles by performing fill tubing.